Event description:
A malfunction related to the pump was reported, displaying a fault code that could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use manual injections as a backup therapy while waiting for a replacement pump with updated software, which was sent by cts. The customer received instructions on storage mode for the faulty pump and steps to take upon receiving the new equipment. They were also advised to return the old pump within ten days using the provided packaging.